Manufacturer narrative:
Investigation summary the reported sample of one (1) used and partial list #42801-03, transpac¿ it monitoring kit was returned for evaluation. The reported complaint of increasing pressure alarms was confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transpac it set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The dfu specifies that a 30 ml transpac it set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac it set in a pump application, contrary to its intended use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip. The reporter stated that, in the ccu, they encountered a dampened waveform, a high reading, and/or constant increasing pressure alarms during an patient's infusion of fluids. The tubing was replaced. There was no hole, cut, tears, any crack, disconnection or separation noted. There was no human harm and no delay in therapy reported.